Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 303 mg/dl at the time of the incident. The customer stated that they previously called for pump error and called back to report that the insulin pump still would not work and blood glucose reading was running high. The insulin pump is not expected to return for analysis.